Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, the side port cannot be aspirated when catheter is inside. The sheath was replaced and the procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.